Manufacturer narrative:
Device evaluated by manufacturer - a visual and tactile examination showed that there was a break in the supply line approximately 100 cm from the pump. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a shaft rupture occurred. During preparation of the angiojet® solent¿ omni catheter a kink was noted in the tubing. During attempt to prime the catheter the catheter "blew". The procedure was completed with another angiojet® solent¿ omni catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft rupture occurred. During preparation of the angiojet® solent¿ omni catheter a kink was noted in the tubing. During attempt to prime the catheter the catheter ¿blew¿. The procedure was completed with another angiojet® solent¿ omni catheter. No patient complications were reported.